Manufacturer narrative:
Product complaint # (B)(4) to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and absorbable was used. This is a report received from an investigator in the united states, regarding a subject who was enrolled in corza study (B)(6): phase iii study to compare the efficacy and safety of tachosil and surgicel original as an adjunct to control mild to moderate soft tissue bleeding during surgery, and experienced intra-abdominal abscess and respiratory failure after being treated with surgicel original (oxidized regenerated cellulose) due to bleeding at the right retroperitoneal soft tissue during open lateral pancreaticojejunostomy for pancreatitis. The subject¿s surgical history included endoscopic retrograde cholangiopancreatography for stone removal (on (B)(6) 2025), endoscopic retrograde cholangiopancreatography for diagnostic purpose (on (B)(6) 2025), endoscopic retrograde cholangiopancreatography for foreign body removal (on (B)(6) 2024), endoscopic retrograde cholangiopancreatography for dilatation (on (B)(6) 2024), endoscopic retrograde cholangiopancreatography for diagnostic purpose (on (B)(6) 2019) and esophagogastroduodenoscopy for foreign body removal/change of stent (on (B)(6) 2019). The subject¿s current medical condition included abnormal uterine bleeding, generalized anxiety disorder, asthma, bilateral hearing loss, body mass index high, chronic body pain, chronic pancreatitis, cluster b personality disorder, depression, fibromyalgia, gastroesophageal reflux disease, hiatal hernia, high risk medication use, insomnia, irregular menses, nephrolithiasis, panic disorder, pars defect with spondylolysis, polydipsia, prolonged qt interval, raynaud's disease, right upper quadrant pain, ,systemic lupus erythematosus spinal stenosis of lumbar region, substance use disorder, systemic lupus erythematosus vitamin d deficiency and opioid dependence. The subject¿s relevant concomitant medications included nabumetone, ibuprofen, buproprion xl, auvelity, quetiapine, risperidone, propranolol, zolpidem, trazodone, melatonin, lisdexamfetamine, lamotrigine, gabapentin, doxylamine, alprazolam, cyclobenzaprine, albuterol, hydroxychloroquine, enoxaparin, pantoprazole and nexplanon. On (B)(6) 2025, the subject signed the informed consent form. On (B)(6) 2025, the subject was randomized to surgicel original group with 1 surgicel original hemostat (2 in × 3 in). The subject underwent retroperitoneal lateral pancreaticojejunostomy when surgicel original was administered for bleeding at the retroperitoneal soft tissue to achieve hemostasis. Hemostatic success was achieved within 6 minutes after application with manual compression. Suture has been removed from use at the right retroperitoneal soft tissue before intervention. The product batch/lot number was not provided. On (B)(6) 2025, the subject was discharged after surgery and released to sub-acute rehabilitation for recovery. The subject felt worse since admitted to the rehabilitation facility and was unable to use continuous positive airway pressure (CPAP) at night. On (B)(6) 2025, the subject was admitted to the hospital for intra-abdominal abscess (moderate) and respiratory failure (moderate). The subject had experienced intra-abdominal abscess at perihepatic and right paracolic gutter due to poor wound management post hospital discharge. Relevant laboratory tests that were done to confirm the diagnosis of respiratory failure included complete blood count (cbc), chest computerized tomography (CT) to identify the abscess and comprehensive metabolic panel (cmp). On (B)(6) 2025, the subject was discharged from the hospital post recovery from the event. The subject¿s relevant lab test details included white blood cell count (total) which was 17.3k/ul (range: 3.6 - 10.6) above normal range on (B)(6) 2025, 15.3 k/ul (range: 3.6 - 10.6) above normal range on (B)(6) 2025, 22.5 k/ul (range: 3.6 - 10.6) above normal range) on 30-nov-2025; hemoglobin was 8.8g/dl (range: 12 ¿ 15) below normal range on (B)(6) 2025, 8.6 g/dl (range: 12 ¿ 15) below normal range on (B)(6) 2025; neutrophils (abs) were 11.0 k/ul (range: 1.7 - 7.5) above normal range on 28-nov-2025; sodium was 129 mmol/l (range: 135 ¿ 145) below normal range on (B)(6) 2025;. Albumin was 2.5 g/dl (range: 3.5 ¿ 5) below normal range on (B)(6) 2025; pulse was 106bpm on (B)(6) 2025. The subject was administered with amoxicillin-clavulanate 875-125 mg, twice daily via oral route (since (B)(6) 2025) for intra-abdominal abscess. Oxygen therapy was given for respiratory failure. Action taken with surgicel original in response to the events intra-abdominal abscess and respiratory failure was considered as not applicable (single use). The outcome of the events, intra-abdominal abscess and respiratory failure were reported as recovered/resolved on (B)(6) 2025. The reporter assessed the events, intra-abdominal abscess and respiratory failure as serious (hospitalization), and the causality was not related to surgicel original. The company assessed the events, intra-abdominal abscess and respiratory failure as serious (hospitalization) and as not related to and unexpected for treatment with surgicel original. Follow up information received on 20-jan-2026 with active follow-ups on 22-jan-2026 and 28-jan-2026 which included the following: previously reported event of lower extremity edema (pt: oedema peripheral) was deleted and additional events of respiratory failure (pt: respiratory failure) and intra-abdominal abscess (pt: abdominal abscess) were added. Concomitant medication, current conditions, event details, laboratory/diagnostic tests were updated. This information has been incorporated into the above narrative. Follow up information received on 16-feb-2026 which included the following: intensity of the event -respiratory failure (downgraded from severe to moderate), lab test details were updated. This information has been incorporated into the above narrative. Case comments: the company assessed the event, lower extremity edema as serious (hospitalization) and as not related to and unexpected for treatment with surgicel original. Follow up information received on 20-jan-2026 with active follow-ups on 22-jan-2026 and 28-jan-2026 which included the following: previously reported event of lower extremity edema (pt: oedema peripheral) was deleted and additional events of respiratory failure (pt: respiratory failure) and intra-abdominal abscess (pt: abdominal abscess) were added. The company assessed the events intra-abdominal abscess and respiratory failure as serious (hospitalization criterion) and as not related to and unexpected for treatment with surgicel original. Follow up information received on 16-feb-2026, no changes to above assessment.